Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5079889) on 09-oct-2018. The most recent information was received on 13-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/ CT evaluation confirmed displacement of the right coil/displaced essure device'), fallopian tube perforation ('migration/perforation/ CT evaluation confirmed displacement of the right coil/displaced essure device') and device expulsion ('while going to the bathroom yesterday wiping my self I found a full coil that had been expelled/ expulsion of the essure coil / /the left coil was thought to be in the endometrial canal') in a 43-year-old female patient who had essure (ess205) (batch no. L2138-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fractured finger and vaginal delivery ((B)(6) 2004). Concurrent conditions included cervical cancer, abdominal cramps, breast swelling, penicillin allergy, lateral epicondylitis, perineal pain, painful hips, cervicitis and paratubal cyst. Concomitant products included celecoxib (celebrex) since (B)(6) 2018, hydromorphone since (B)(6) 2019, ibuprofen since (B)(6) 2018, ketorolac since (B)(6) 2018 and paracetamol (acetaminophen) since (B)(6) 2018. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("issues specifically pelvic pain"), 13 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device extrusion ("extrusion"), allergy to metals ("nickel sensitivity"), feeling abnormal ("other brain fog") and fatigue ("tiredness"), was found to have weight increased ("weight gain") and underwent constipation prophylaxis ("stool softener"). The patient was treated with surgery (total hysterectomy & bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, device extrusion, pelvic pain, allergy to metals, feeling abnormal, weight increased, fatigue and constipation prophylaxis outcome was unknown. The reporter considered allergy to metals, constipation prophylaxis, device expulsion, device extrusion, fallopian tube perforation, fatigue, feeling abnormal, pelvic pain, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted : date(s) of insertion: (B)(6) 2004. The coil was then opened completely and on the left side I left a total of six coil visible and on the right side a total of about 11 coil visible after introduction. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: the patient is status post placement of occluding coils on both slides. Dr performed the injection and two spot films were obtained showing contrast within the uterine cavity and no evidence of contrast passing into the tubes or spilling into the peritoneal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/ CT evaluation confirmed displacement of the right coil/displaced essure device'), fallopian tube perforation ('migration/perforation/ CT evaluation confirmed displacement of the right coil/displaced essure device') and device expulsion ('while going to the bathroom yesterday wiping my self I found a full coil that had been expelled/ expulsion of the essure coil / /the left coil was thought to be in the endometrial canal') in a 43-year-old female patient who had essure (ess205) (batch no. L2138-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fractured finger and vaginal delivery ((B)(6) 2004). Concurrent conditions included cervical cancer, abdominal cramps, breast swelling, penicillin allergy, lateral epicondylitis, perineal pain, painful hips, cervicitis and paratubal cyst. Concomitant products included celecoxib (celebrex) since (B)(6) 2018, hydromorphone since (B)(6) 2019, ibuprofen since (B)(6) 2018, ketorolac since (B)(6) -2018 and paracetamol (acetaminophen) since (B)(6) 2018. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("issues specifically pelvic pain"), 13 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device extrusion ("extrusion"), allergy to metals ("nickel sensitivity"), feeling abnormal ("other brain fog"), fatigue ("tiredness") and orgasm abnormal ("sharp pain during orgasm"), was found to have weight increased ("weight gain") and underwent constipation prophylaxis ("stool softener"). The patient was treated with surgery (total hysterectomy & bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, device extrusion, pelvic pain, allergy to metals, feeling abnormal, weight increased, fatigue and constipation prophylaxis outcome was unknown and the orgasm abnormal was resolving. The reporter considered allergy to metals, constipation prophylaxis, device expulsion, device extrusion, fallopian tube perforation, fatigue, feeling abnormal, orgasm abnormal, pelvic pain, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted : date(s) of insertion:(B)(6) 2004, (B)(6) 2004 the coil was then opened completely and on the left side I left a total of six coil visible and on the right side a total of about 11 coil visible after introduction diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: the patient is status post placement of occluding coils on both slides. Dr performed the injection and two spot films were obtained showing contrast within the uterine cavity and no evidence of contrast passing into the tubes or spilling into the peritoneal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event sharp pain during orgasm added. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/ CT evaluation confirmed displacement of the right coil/displaced essure device'), fallopian tube perforation ('migration/perforation/ CT evaluation confirmed displacement of the right coil/displaced essure device') and device expulsion ('while going to the bathroom yesterday wiping my self I found a full coil that had been expelled/ expulsion of the essure coil / /the left coil was thought to be in the endometrial canal') in a 43-year-old female patient who had essure (ess205) (batch no. L2138-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fractured finger and vaginal delivery ((B)(6) 2004). Concurrent conditions included cervical cancer, abdominal cramps, breast swelling, penicillin allergy, lateral epicondylitis, perineal pain, painful hips, cervicitis and paratubal cyst. Concomitant products included celecoxib (celebrex) since (B)(6) 2018, hydromorphone since (B)(6) 2019, ibuprofen since (B)(6) 2018, ketorolac since (B)(6) 2018 and paracetamol (acetaminophen) since (B)(6) 2018. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("issues specifically pelvic pain"), 13 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device extrusion ("extrusion"), allergy to metals ("nickel sensitivity"), feeling abnormal ("other brain fog") and fatigue ("tiredness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy & bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, device extrusion, pelvic pain, allergy to metals, feeling abnormal, weight increased and fatigue outcome was unknown. The reporter considered allergy to metals, device expulsion, device extrusion, fallopian tube perforation, fatigue, feeling abnormal, pelvic pain, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted : date(s) of insertion: (B)(6) 2004,(B)(6) 2004 the coil was then opened completely and on the left side I left a total of six coil visible and on the right side a total of about 11 coil visible after introduction diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: the patient is status post placement of occluding coils on both slides. Dr performed the injection and two spot films were obtained showing contrast within the uterine cavity and no evidence of contrast passing into the tubes or spilling into the peritoneal cavity. Consumer mentioned a serious injury ( other serious ¿ important medical event) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2019: update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5079889) on 09-oct-2018. The most recent information was received on 24-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/ CT evaluation confirmed displacement of the right coil/displaced essure device'), fallopian tube perforation ('migration/perforation/ CT evaluation confirmed displacement of the right coil/displaced essure device') and device expulsion ('while going to the bathroom yesterday wiping my self I found a full coil that had been expelled/ expulsion of the essure coil / /the left coil was thought to be in the endometrial canal') in a 43-year-old female patient who had essure (ess205) (batch no. L2138-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fractured finger and vaginal delivery ((B)(6) 2004). Concurrent conditions included cervical cancer, abdominal cramps, breast swelling, penicillin allergy, lateral epicondylitis, perineal pain, painful hips, cervicitis and paratubal cyst. Concomitant products included celecoxib (celebrex) since (B)(6) 2018, hydromorphone since (B)(6) 2019, ibuprofen since (B)(6) 2018, ketorolac since (B)(6) 2018 and paracetamol (acetaminophen) since (B)(6) 2018. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("issues specifically pelvic pain"), 13 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device extrusion ("extrusion"), allergy to metals ("nickel sensitivity"), feeling abnormal ("other brain fog") and fatigue ("tiredness"), was found to have weight increased ("weight gain") and underwent constipation prophylaxis ("stool softener"). The patient was treated with surgery (total hysterectomy & bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, device extrusion, pelvic pain, allergy to metals, feeling abnormal, weight increased, fatigue and constipation prophylaxis outcome was unknown. The reporter considered allergy to metals, constipation prophylaxis, device expulsion, device extrusion, fallopian tube perforation, fatigue, feeling abnormal, pelvic pain, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted : date(s) of insertion: (B)(6) 2004. The coil was then opened completely and on the left side I left a total of six coil visible and on the right side a total of about 11 coil visible after introduction. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: the patient is status post placement of occluding coils on both slides. Dr performed the injection and two spot films were obtained showing contrast within the uterine cavity and no evidence of contrast passing into the tubes or spilling into the peritoneal cavity. Consumer mentioned a serious injury ( other serious ¿ important medical event) but did not specify it to one of the events. Concerning the injuries reported in this case the following were reported via social media- constipation prophylaxis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: social media received :- new reporter information was added. New event added- stool softener. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5079889) on 09-oct-2018. The most recent information was received on 20-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/ CT evaluation confirmed displacement of the right coil/displaced essure device'), fallopian tube perforation ('migration/perforation/ CT evaluation confirmed displacement of the right coil/displaced essure device') and device expulsion ('while going to the bathroom yesterday wiping my self I found a full coil that had been expelled/ expulsion of the essure coil / /the left coil was thought to be in the endometrial canal') in a 43-year-old female patient who had essure (ess205) (batch no. L2138-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fractured finger and vaginal delivery ((B)(6) 2004). Concurrent conditions included cervical cancer, abdominal cramps, breast swelling, penicillin allergy, lateral epicondylitis, perineal pain, painful hips, cervicitis and paratubal cyst. Concomitant products included celecoxib (celebrex) since (B)(6) 2018, hydromorphone since (B)(6) 2019, ibuprofen since (B)(6) 2018, ketorolac since (B)(6) 2018 and paracetamol (acetaminophen) since (B)(6) 2018. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("issues specifically pelvic pain"), 13 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device extrusion ("extrusion"), allergy to metals ("nickel sensitivity"), feeling abnormal ("other brain fog") and fatigue ("tiredness"), was found to have weight increased ("weight gain") and underwent constipation prophylaxis ("stool softener"). The patient was treated with surgery (total hysterectomy & bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, device extrusion, pelvic pain, allergy to metals, feeling abnormal, weight increased, fatigue and constipation prophylaxis outcome was unknown. The reporter considered allergy to metals, constipation prophylaxis, device expulsion, device extrusion, fallopian tube perforation, fatigue, feeling abnormal, pelvic pain, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted : date(s) of insertion: (B)(6) 2004. The coil was then opened completely and on the left side I left a total of six coil visible and on the right side a total of about 11 coil visible after introduction diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: the patient is status post placement of occluding coils on both slides. Dr performed the injection and two spot films were obtained showing contrast within the uterine cavity and no evidence of contrast passing into the tubes or spilling into the peritoneal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw5079889) on 09-oct-2018. The most recent information was received on 25-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/ CT evaluation confirmed displacement of the right coil/displaced essure device'), fallopian tube perforation ('migration/perforation/ CT evaluation confirmed displacement of the right coil/displaced essure device') and device expulsion ('while going to the bathroom yesterday wiping my self I found a full coil that had been expelled/ expulsion of the essure coil / /the left coil was thought to be in the endometrial canal') in a (B)(6) female patient who had essure (ess205) (batch no. L2138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fractured finger and vaginal delivery ((B)(6) 2004). Concurrent conditions included cervical cancer, abdominal cramps, breast swelling, penicillin allergy, lateral epicondylitis, perineal pain, painful hips, cervicitis and paratubal cyst. Concomitant products included celecoxib (celebrex) since (B)(6) 2018, hydromorphone since (B)(6) 2019, ibuprofen since (B)(6) 2018, ketorolac since (B)(6) 2018 and paracetamol (acetaminophen) since (B)(6) 2018. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("issues specifically pelvic pain"), 13 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device extrusion ("extrusion"), allergy to metals ("nickel sensitivity"), feeling abnormal ("other brain fog") and fatigue ("tiredness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy & bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, device extrusion, pelvic pain, allergy to metals, feeling abnormal, weight increased and fatigue outcome was unknown. The reporter considered allergy to metals, device expulsion, device extrusion, fallopian tube perforation, fatigue, feeling abnormal, pelvic pain, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted : date(s) of insertion: (B)(6) 2004, (B)(6) 2004/ the coil was then opened completely and on the left side I left a total of six coil visible and on the right side a total of about 11 coil visible after introduction. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: the patient is status post placement of occluding coils on both slides. Dr performed the injection and two spot films were obtained showing contrast within the uterine cavity and no evidence of contrast passing into the tubes or spilling into the peritoneal cavity. Consumer mentioned a serious injury ( other serious ¿ important medical event) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: new pfs and mr received : lot number received. New events: migration/perforation, extrusion, nickel sensitivity, other brain fog, weight gain, tiredness were added. New reporters, plaintiffs information added, concomitant conditions and drugs added. Lab data added. Historical condition added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.